Event description:
Broken screw during the op. The surgeon takes another screw and the op was succeed finished.

Manufacturer narrative:
The screw breakage was caused through force action through a user mistake.